Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the broken cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
A patient reports while wearing a pod for less than an hour part of the pods cannula had broken off inside the patients infusion site. The patients reported blood glucose level was 230 mg/dl. As treatment, the patient applied a new pod.